Manufacturer narrative:
Date sent to the FDA: 10/26/2021. Additional b5 narrative: it was reported that the patient experienced obstruction, abscess, fistula, infection and scarring following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted numerous thick adhesions to the mesh on the abdominal wall. He began to carefully remove the mesh from the adhesions and proceeded to cut out the mesh that was involved and the adhesion to the bowel. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/2/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.